Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that the analyze button on their device was stuck, which was causing other buttons to no longer have functionality. These other buttons included the charge and shock buttons and this would not allow the device to deliver defibrillation energy, if needed. There was no report of any patient use associated.